Event description:
On 9/16/94, pt underwent insertion of catheter in the right subclavian for purpose of chemotherapy. On 2/11/94, pt was to undergo removal and upon removal, the superficial portion of catheter could not be removed. Chest x-ray demonstrated distal 2/3 of catheter to be wedged in the right atrium and right ventricle. Pt underwent foreign body retrieval in catheterization lab. Procedure was angiogram. Condition stable post-op, no further complications.